Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered and electric storm causing the implantable cardioverter defibrillator (ICD) battery to deplete prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.